Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that on the final angiogram there was a type 1a endoleak present. The physician elected to use a coda (non-endologix) balloon to attempt to re-balloon the sealing ring; however, this did not resolve the endoleak. It was also reported that the smaller lumen in the area of the mid crown, restricted the polymer sealing ring to reach its maximum diameter to get wall contact. The physician elected to monitor the patient and decide on treatment if the endoleak is persistent at the 30 day follow up. The patient status was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. There is poor apposition of the sealing ring to the aortic wall. This likely contributed to the type 1a endoleak but could not be conclusively determined. The polymer rings may have had a issue with complete polymer fill, but based on limited imaging (still photos only) that could not be conclusively determined. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that on the final angiogram there was a type 1a endoleak present. The physician elected to use a coda (non-endologix) balloon to attempt to re-balloon the sealing ring; however, this did not resolve the endoleak. It was also reported that the smaller lumen in the area of the mid crown, restricted the polymer sealing ring to reach its maximum diameter to get wall contact. The physician elected to monitor the patient and decide on treatment if the endoleak is persistent at the 30 day follow up. The patient status was reported as stable. Additional information: the patient returned for their follow-up scan. After review, it appears that there is still a persistent type 1a endoleak; however, it has decreased and the aneurysm sac has started to shrink. The patient was instructed to return in six (6) months to see if the endoleak has resolved completely or if there is still further intervention needed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. There is poor apposition of the sealing ring to the aortic wall. This likely contributed to the type 1a endoleak but could not be conclusively determined. The polymer rings may have had a issue with complete polymer fill, but based on limited imaging (still photos only) that could not be conclusively determined. The type 1a endoleak was found to have resolved on the computed tomography (CT) scan dated (B)(6) 2023. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: health effect - clinical code remove code 1924. H6: medical device problem - clinical remove code 3191.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that on the final angiogram there was a type 1a endoleak present. The physician elected to use a coda (non-endologix) balloon to attempt to re-balloon the sealing ring; however, this did not resolve the endoleak. It was also reported that the smaller lumen in the area of the mid crown, restricted the polymer sealing ring to reach its maximum diameter to get wall contact. The physician elected to monitor the patient and decide on treatment if the endoleak is persistent at the 30 day follow up. The patient status was reported as stable. Additional information: the patient returned for their follow-up scan. After review, it appears that there is still a persistent type 1a endoleak; however, it has decreased and the aneurysm sac has started to shrink. The patient was instructed to return in six (6) months to see if the endoleak has resolved completely or if there is still further intervention needed. The patient returned for the 6 month follow up computed tomography angiogram (cta). The scan confirmed that there is now no longer a persistent type 1a endoleak and the aneurysm sac appears to be shrinking.